Manufacturer narrative:
The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corners and cracked battery tube threads. The reservoir does stay locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was broken in the area where the reservoir screws in. The customer did not feel that the reservoir was screwing in securely. No further details were provided. The insulin pump will be returned and replaced.